Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This was a replacement of parts of the knee joint due to age related wearing of the polyethylene parts. As well as a hyperextension of the implant movement. Hmrs parts replacement after 12 years.

Event description:
This was a replacement of parts of the knee joint due to age related wearing of the polyethylene parts. As well as a hyperextension of the implant movement. Hmrs parts replacement after 12 years.

Manufacturer narrative:
Reported event: an event regarding revision involving a hrms stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated a worn stem consistent with being implanted for a period of time. There is some material coated to the stem. There is nothing further to note. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to poly wear. The stem was also revised for an unknown reason. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.